Manufacturer narrative:
Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced atrial flutter and fibrillation with decreased pulsatility after ventricular assist device (vad) implantation. The patient underwent an ablation procedure. A post-ablation echocardiogram revealed worsening right heart dysfunction. Laboratory findings revealed an elevated lactate dehydrogenase that was trending downwards. The speed on the patient¿s vad speed was adjusted and the patient underwent surgical placement of extracorporeal membrane oxygenation. The pump remains in use. No further patient complications have been reported as a result of this event.